Event description:
Undelivery noted during biomedical engineering preventative maintenance testing. The pump reportedly delivers 42-43ml with an expected infusion of 50 ml. The pump had been pulled from a storeroom for testing. There was no reports of any adverse patient events when the pump was in patient use.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 103 (underdelivery)for lifecare 5000 plum products is 0.00/million sets.